Manufacturer narrative:
Date of event: used the first day of the month of the bsc aware date since no event date provided.

Event description:
It was reported via medwatch mw5112857 that shaft break occurred. An emerge balloon catheter was advanced for dilatation. However, during the procedure, the shaft of the balloon broke and device fragments were left inside the patient's body. No further patient complications were reported.